Manufacturer narrative:
Upon return to boston scientific's (B)(4) laboratory, a review of device memory revealed the device declared its end of life indicator (eol) after experiencing a charge time greater than the extended mid-life eol 30-second charge time limit. Additional lab analysis and testing showed eol was triggered earlier than expected by an extended charge time due to a higher-than-typical build-up of device internal battery impedance. Analysis confirmed that all therapies were available.

Event description:
The device subsequently was explanted and replaced with no adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with early eol suspected.

Event description:
Boston scientific received information from a health care provider (hcp) that this device displayed an end of life replacement indicator (eol) associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is not included in the mid-life display of replacement indicators advisory population communicated 11/27/2007. A boston scientific technical services consultant (ts) discussed available therapies and replacement recommendations. There were no adverse patient effects reported, and the device remains implanted and in service.

Manufacturer narrative:
Analysis of the returned device is pending.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
--